Event description:
It was reported that during a device check, increase in pacing threshold was observed in the atrium, an x-ray was evaluated and there was no issue. Therefore, the patient was placed under observation and the lead remained in use. However, at a subsequent device check, the atrial pacing threshold could not be measured and an x-ray confirmed that the reported lead was completely fractured around the sleeve near the clavicle. The fractured lead seemed to fall inside the heart and to be interfering with the tricuspid valve. Therefore, the atrial lead was considered for removal, but remained in use. It was also reported that an ablation catheter was inserted from the lower limb to pull the atrial lead, and when pulled, the tip of the atrial lead dislodged. The atrial lead was snared and pulled out through the lower limb. The remainder of the atrial lead at the clavicle was removed from the pocket site. A new atrial was implanted, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).